Event description:
It was reported that the system would not display an usable image. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power plug and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.